Event description:
Customer reported that the heat pack exploded on rn¿s scrubs and skin when preparing to give to patient. No injury or adverse event was reported. No further information was provided.

Manufacturer narrative:
The sample was not returned for investigation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed and the root cause remains unknown. Device history record review was completed on the reported lot v2j101. The lot was manufactured and released in compliance with all requirements. No anomalies were found during review of the records. We will continue to monitor trends for this product.